Manufacturer narrative:
(B)(4). The customer returned a 3-lumen catheter and spring-wire guide. A visual inspection was performed on the catheter and spring-wire guide. No issues were found with the catheter. The spring-wire guide was found to have pronounced kinks 48.1cm and 57.1cm from the proximal end. The catheter body was measured to be 20.9cm long. The inner diameter of the catheter tip and the outer diameter of the spring wire guide were measured and found to be within specifivation. A functional inspection was performed by passing an undamaged spring-wire guide of the same diameter through the distal extension line of the catheter. No issues were found. A tug test was performed on the welds of the spring-wire guide and they were found to be intact. A device history record review could not be performed as no product code or lot number was provided, and potential ones could not be determined from the sales history of the customer. The customer reported issue of the spring-wire guide becoming kinked during use was confirmed during the sample investigation. Based on the condition of the sample received and the information that was provided, the probable cause of this issue was determined to be operational context.

Event description:
It was reported that the insertion site was the anterior jugular + subclavia. The patient involved was a (B)(6) female, 1.55 tall weighing 85kg. "Dai history and dilated myocardiopathy with mix choke. The cause of death was the dilated cardiomyopathy as base diagnostic, anasarca, hypovolemic choke and septic which required extreme handle and monitor, reason why it was decided to insert the catheter. The main problem with this device is presented on the guide wire, which seems like it slips and is jammed inside the equipment, reason why we need to take several arrow catheter equipment to use the metallic guide and not because of bad placement technique." There was no reported delay, however, the patient expired. Additional information is not expected.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the insertion site was the anterior jugular + subclavia. The patient involved was a (B)(6) female, (B)(6). "Dai history and dilated myocardiopathy with mix choke. The cause of death was the dilated cardiomyopathy as base diagnostic, anasarca, hypovolemic choke and septic which required extreme handle and monitor, reason why it was decided to insert the catheter. The main problem with this device is presented on the guide wire, which seems like it slips and is jammed inside the equipment, reason why we need to take several arrow catheter equipment to use the metallic guide and not because of bad placement technique." There was no reported delay, however, the patient expired. Additional information is not expected.